Event description:
According to the reporter: the problem was only presented from 3-8 weeks post operation and the rep who originally dealt with the doctor changed area responsible for, it was therefore reported on the incorrect time frame. Additional information has been requested.

Manufacturer narrative:
(B)(4).